Event description:
It was reported that during a lead implantation surgery there were difficulties getting adequate motor responses. It was confirmed via fluoroscopy that the lead was being placed in s3. All products were checked including the stimulation box, stimulation box cable, white tester cable, and depth and angle of foramen needle was also adjusted and tested. It was stated that they were able to get a "bellow/toe" response at under 2 amps with the foramen needle, however, when the lead was tested they were only able to get a response on electrode 0 over 8 amps. When the lead was examined closer it was discovered that there was blood under the lead sheath extending all the way to the tip. The doctor thought that the lead might be defective and a new one was used. The procedure was started again and adequate motor responses were attained on all 4 electrodes. It was also noted that there was blood once again under the sheath of the new lead. Motor responses were confirmed again and then the lead was deployed. Post-operatively the patient was feeling stimulation in the perineum and on all 4 electrodes between 0.75 amps and 1.5 amps. It was stated that the patient was going to be monitored over the next 2 weeks during her stage 1 test. Further information has been requested, and if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05mps, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# va05mps, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did well during her advanced evaluation and went on to a stage 2 implant on (B)(6) 2013. The patient was seen for her post-surgical follow-up and was doing well.